Manufacturer narrative:
The product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 5.

Event description:
The wound was leaking after the trocar was removed and a stitch was used to close the wound.

Manufacturer narrative:
A piece of a bl5323wv pack label from lot v5198 was returned along with two esa hub and sleeve assemblies. The assemblies were taped to a piece of the label. There were particulates and dried solutions visible on the hubs and sleeves. Visual inspection found that one hub and sleeve assembly was missing the valved membrane. Microscopic examination of the second assembly found that the valved membrane was torn. It cannot be determined, if the membrane was missing at the time of customer use. However, missing or torn membranes could contribute to leaking during use. Due to the returned condition, taped to pack label, the cause of the damage cannot be determined.